Event description:
The patient presented with slight pain. The tibial baseplate was revised. Revision surgery revealed the baseplate to be fractured.

Manufacturer narrative:
Evaluation could not be performed. Device not returned to howmedica rutherford.